Event description:
Therapist wrapped the feet of the pt in order to help correct their club feet. Hypafix was applied as the first of several layers around the instep and back of the heel. The bandaging was kept on the pt's foot for about two weeks and was removed in 2002 when the pt complained of discomfort. The skin of the bandaged area was red and raised and a rash had formed. The family member described the reaction as almost burn-like. After the visit to the dr it was concluded that the pt had developed moisture to evaporate. Augmentin was prescribed as an antibiotic for the infection and atarx sryup was prescribed as an antihistamine for the itching. Four days later the pt's wound had shown improvement and pt was able to walk around.